Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a rupture in the pebax. Initially, right after connecting the catheter, a sensor error (error105) issue occurred. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed reddish material and a rupture in the pebax. This event was originally considered non-reportable, however, bwi became aware of the rupture in the pebax on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on (B)(6) 2024. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a rupture in the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The blood found inside the pebax area may contribute to the magnetic issue reported. The root cause of the rupture in the pebax could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).